Event description:
The customer reported that the device repeatedly failed the shift/system check defib test with system log error code 90008 (extended selftest defib failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device repeatedly failed the shift/system check defib test with system log error code 90008 (extended selftest defib failure). There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.